Manufacturer narrative:
(B)(4). Baxter tested the device in question. The evaluation confirmed that the device would not auto restart after a downstream occlusion was cleared. It was determined that the downstream sensor current readings with a loaded set were out of specification, which prevents the pump from auto restarting after a downstream occlusion is cleared. As a result, the downstream tubing guide has been replaced.

Event description:
During baxter's functionality testing, the auto restart function did not operate correctly after a downstream occlusion was cleared. There was no patient involvement.